Event description:
It was initially reported that this patient¿s device was disabled. Clinic notes were received and indicated that this patient¿s vns device was found to have a lead fracture and high impedance. X-rays were performed and showed no obvious areas of lead fracture; but it was stated that micro fractures cannot be completely excluded. The patient has pain when swiping the magnet and elected to have their vns removed. Per the neurologist¿s office, the cause of the patient¿s painful stimulation with the magnet swipe was unknown. No known surgical intervention has occurred to date. No other relevant information has been received to date

Event description:
It was reported that this patient's device was explanted so that another implantable stimulator could be implanted. It was reported that the device was discarded after surgery as historically this facility always discards. No further relevant information has been received to date.